Event description:
In 2009, company representative reported, patient stated she was experiencing ongoing e4 (occlusions). On callback the following day, patient reported ongoing occlusions over the past 2 months. She stated e4 (occlusion) last occurred two days prior to event, and appeared during bolus delivery. Patient reported her blood glucose will elevate to "400 and some." She stated, she boluses through her infusion device as a correction. Patient's target blood glucose range is 80-130 mg/dl. Patient reported her infusion tube is clogged. Had patient disconnect infusion tubing from headset and attempt to prime. Infusion device occluded again. Had patient detach infusion tubing, prime, and she stated she can see insulin come through the cartridge and adapter. Patient reported, she does not always replace infusion tubing, and instead will clear the clog and reattach it. She stated she does this because she was using infusion tubing too quickly. Advised to change adapter every 10th insulin cartridge change. Patient stated, she can see where infusion tubing has crimped beneath pant-line- there are "white marks" in this area. She reported, she does not wear tubing under her belt. Patient stated tubing gets crimped when she bends or moves. Advised tubing should be flexible and durable, and able to withstand some bending. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Patient reported occluded tubing has been discarded. Product was replaced; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.